Event description:
Treatment data records were reviewed during a plant investigation and an overfill was noted. The patient's peritoneal dialysis nurse reported that there has been no patient injury. The reported drain volume of 4597 ml was 184% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.